Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4) and MDR # 3009498591-2017-00523.

Event description:
It was reported that during an atrial septal defect (asd) closure procedure, the gold-plated tab on the swift link insertion was damaged (this complaint). The user replaced the catheter; however, the catheter generated a poor acoustic image (3009498591-2017-00523). The catheter was replaced with a third catheter and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.

Manufacturer narrative:
The catheter referenced in this report was returned to siemens for investigation. During visual inspection, it was found interconnect flex peeling as the causal of the reported phenomenon. The peeling was traced to phase 4 final assembly during manufacturing. The operator was retrained to prevent recurrence of this phenomenon. Reference complaint # (B)(4).